Event description:
A nurse reported that during a vitrectomy procedure, the laser settings changed from interrupted to continuous firing on it's own. The case was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).